Event description:
New information states that the lead continued to exhibit noise, the device was reprogramed, the patient was asymptomatic and did not experience any adverse consequence. The patient would be monitored with routine follow ups.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up, it was noted that the right ventricular lead exhibited noise. No reprogramming was done, the lead remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information indicates that the patient experienced dizziness. The patient was asymptomatic during noise events. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).